Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was usb port damage. Additionally, it was reported that the pump battery was depleting rapidly. There was no reported adverse impact to the customer's blood glucose level.